Event description:
The report stated that the pods "are not lasting 24 hours" - they "just quit working" with no alarms. One evening the customer's bg levels rose to 400 mg/dl and she changed the pod in the middle of the night. By noon the next day, her bg levels had lowered to 25 mg/dl and she went into diabetic coma - ems was called. The doctor believed the pdm was "giving her incorrect bg readings". The pdm will not be returned for evaluation.

Manufacturer narrative:
The pdm involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer's doctor stated that the pdm may have been giving erroneous bg readings. No evaluation of the bg meter can be performed as the device will not be returning. Per the omnipod user guide, the patient is instructed to confirm bg readings with a back-up device before taking any action.